Event description:
It was reported that the customer's insulin pump malfunctioned, it over delivered. Caller stated that the customer had low blood glucose incident while he was driving. Caller stated that the customer had a car accident hitting several other vehicles, killing a 10-year-old girl and a young man lost his leg in the accident as well. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with battery. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Scratched display window, cracked reservoir tube lip, light scratches on reservoir window, cracked belt clip slot, stripped battery cap coin slot, light corrosion on battery cap contact and light corrosion inside of battery tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.